Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device delivered less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of vancomycin, with a vtbi (volume to be infused) of 250 ml. No further programming parameters were provided. The customer contact reported, "the pump ran for a couple of hours and did not deliver the full volume." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain add'l info including specific event details.